Event description:
The customer reported that the syringes are cracking when putting on a needle. The syringe then leaks chemo meds. No information was received regarding any serious injury as a result of this product malfunction.